Manufacturer narrative:
Patient information was not made available from the site. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced at the site. The most likely cause was a power supply issue at the site.

Event description:
A site surgeon reported that, while in a procedure, their navigation system unexpectedly re-booted. After a short delay of less than ten minutes, the system was powered back up and the surgery was resumed. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.